Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Man: failure mode reported by customer indicated as "the spring did not work well" which according to pfmea 034- fba-fmea-303 rev. M can be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. The strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Materials: locking mechanism of reservoir was checked to verify its condition. Sample were evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and sample evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a reservoir was used. During surgery, the spring did not work well. Another product was used. Further details are not provided. There were no adverse consequences to the patient.